Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that the customer experienced high blood glucose. The caller reported that they received a button error alarm. The customer's blood glucose was 465 mg/dl at the time of incident. The caller stated that the customer treated the high blood glucose with manual injections. The caller was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump had a button error alarm and no button response due to corroded keypad traces. The pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.